Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 15450875. Product family: scs-lead fixation upn: m365sc43160, model: sc-4316, serial: n/a, batch: 15402804.

Event description:
It was reported that the patient had an infection at the ipg site. It was noted that the ipg incision was fully opened and the ipg was visible. The cause of infection was unknown. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well post-operatively. The explanted ipg, leads and clik anchor were not returned by the medical facility.